Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the device was not returned. A photo-investigation was performed on the x-ray images as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint was confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part/lot unknown, therefore, a DHR review could not be performed. Device history batch: null. Device history review: part/lot unknown, therefore, a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b7 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown femoral locking plate/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2019 the patient fell and x-ray's of the right lower extremity/femur showed a displaced femoral shaft fracture at the junction of the middle and distal thirds of the femur. On (B)(6) 2019 the patient was implanted with a lateral femoral locking plate and was noted to have an "excellent fixation was obtained" after surgery. On or about (B)(6) 2020 the patient stood up with the assistance of her walker and immediately sat back down noting a sharp pain at the surgical site and that her leg felt "wobbly". The x-ray revealed a failure of the fixator which was completely broken in half. The plate was broken in its mid portion. Concomitant device: unknown screw (part # unknown, lot # unknown, quantity# 1). This report is for one (1) unknown femoral locking plate. This is report 1 of 1 for (B)(4).